Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Leaks may occur due to, but are not limited to, manufacturing, damaged seals, device handling, cap rotation technique, and/or interaction with associated devices. The copilot bleedback control valve (bbcv) device contains two seals. One seal (bbc) is opened and closed by depressing or releasing the cap. The other seal (clamp) is opened and closed by rotating the cap in either a counter-clockwise or clockwise direction. In this case, it may be possible that the clamp seal was not securely closed around the associated devices. A review of the device manufacturing records revealed no nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database revealed no other incidents reported for this lot. There is no indication to suggest a product quality deficiency. All copilot bbcvs are subjected to a visual inspection, and a cap compression test is performed to verify inner diameter specification. Additionally, a quality control audit inspection is used to verify the product quality, including performing a leak test on a sample of units from each lot.

Event description:
It was reported that after device preparation and during the procedure, the guide wire was introduced through the copilot valve and a leak was detected. A second copilot was used in the procedure without incident. There was no report of a clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effects. Though requested, no additional information was provided.